Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was taken to the hospital with a high blood glucose reading of 284 mg/dl. The customer had been experiencing a blank display on the insulin pump, and was unable to treat his blood glucose levels. Troubleshooting was performed, but the display did not return. Advised the mother that the insulin pump would be replaced. Nothing further was reported.